Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor partially detached after bumping against a wall and the sensor filament stayed in her arm. The customer had contact with a healthcare provider who removed the sensor filament from the customer¿s arm. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the product download. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The DHR (device history review) of the fs libre sensor was reviewed and indicated that the manufacturing date of the product was beyond its useful life at the time of the complaint, therefore, no further investigation activities are required. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the adc freestyle libre sensor partially detached after bumping against a wall and the sensor filament stayed in her arm. The customer had contact with a healthcare provider who removed the sensor filament from the customer¿s arm. No further treatment was provided. There was no report of death or permanent impairment associated with this event.